Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2367 was not confirmed due to a lack of sample. The root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2367 which occurred on home choice (hc) during use during dwell 3 of 4. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's (hp) nurse on (B)(4) 2011 regarding the report of a system error 2367. The nurse stated that they have tried talking to the hp regarding the alarm and if had a proceeding alarm. The cause of the alarm remains unknown. The nurse could not verify if there were any loose connections, disconnections or defects on the supplies. The hp had not received any injury or medical intervention as a result of this incident. The nurse stated that the hp was doing fine and continuing therapy without issues. The nurse said that the hp had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided. The nurse does not have any additional information.